Event description:
((B)(6) hospital) it was reported that unknown black material was observed inside the IV tubing near the sensor.

Event description:
It was reported that the device was explanted after an implant duration of approximately 75.4 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Evaluation summary: as received, most of leaflets 1 and 2 have been cut off. Approximately 3-4mm of tissue remains intact along the attachment in both leaflets; the remaining tissue exhibits calcification. Heavy calcification is evident in the cusp area and the free margin of leaflet 3. Calcification most likely led to stenosis. Host tissue is minimal to moderate at the stent inflow. The x-ray demonstrates calcification. (Model# 2800) (B) (4)=x-ray. Pathology report received with device on 03/10/10 dated 01/18/10 indicate device was found to have nodular fibrosis and calcification. Patient also had another device explanted, (B) (4).

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device explanted; however, it was determined to be reportable on a quarterly alternative summary report. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.